Manufacturer narrative:
Device failure is suspected, but it did not contribute to a death or serious injury.

Event description:
It was reported to MFR that a system diagnostic test revealed high lead impedance, eri= no, when the vns pt's device was tested. Additionally, it was reported that the pt was not sensing normal stimulation of the device and was feeling a lead pulling sensation in the neck. Further follow up with the treating physician, revealed that there was no believed cause for the event, and that the pt is a poor historian and was not reliable when asked if there had been any trauma, or manipulation of the device that may have contributed to the event. The physician reviewed x-rays taken to examine the continuity of the device and reported that the device is "connected and the lead looks fine". Attempts to obtain the x-rays for review have been made but have been unsuccessful to date. The pt had revision surgery, and it is unk at this time if any devices were subsequently explanted. Attempts to obtain add'l info regarding details of the revision surgery are underway, and have been unsuccessful to date.